Manufacturer narrative:
D9 / h3 corrected to indicate device was returned, h6 results and h6 conclusion codes updated. The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the visual inspection has shown that the device is in a used condition, the ratchet mechanism has slight wear marks and there are different discolorations from often reprocessing visible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by unintentionally using the clamp in distraction instead of compression mode. In this relation the following statement from the operative technique can be pointed out: "[both farabeufs feature a ratchet mechanism that enables compression or distraction settings. Flip the bar labeled ¿c¿ to put clamp in compression mode, or reverse it to display ¿d¿ for distraction mode.]" [Original statement] if more information is provided, the case will be reassessed.

Event description:
As reported: "the physician was attempting to reduce the pelvic wing to the sacrum using the farabeuf clamp. The clamp continually slipped and wouldn¿t lock properly. The physician used both the angled and the straight farabeuf clamp during the surgery but both of them kept coming undone. These clamps are supposed to stay locked once they are positioned."additional information: procedure was completed using synthes clamps.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "the physician was attempting to reduce the pelvic wing to the sacrum using the farabeuf clamp. The clamp continually slipped and wouldn¿t lock properly. The physician used both the angled and the straight farabeuf clamp during the surgery but both of them kept coming undone. These clamps are supposed to stay locked once they are positioned." Additional information: procedure was completed using synthes clamps.